Event description:
It was reported to philips that the heartstart xl defibrillator had a problem delivering the shocks with paddles or multifunction cables. There was no reported pt involvement.

Manufacturer narrative:
Pr# (B)(4). When investigation is completed, a follow up report will be sent to the FDA.